Manufacturer narrative:
The customer has not identified a specific unit or made one available for evaluation.

Event description:
It was reported that the bed exit on an unspecified bed was not alarming when the patient got off of the bed. The patient was not injured as a result of the event.